Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected; slight discoloration was observed in the lead segment. No other visual anomalies were observed. The lead was subjected to functional testing and failed continuity and stress testing on channel 4. All other channels passed and measured less than 4 ohms. Conclusion: the reported complaint could not be confirmed for twitching and panic attacks. The lead did, however fail continuity and stress testing on channel 4. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report# 1627487-2010-02852 for device 1. On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the sales representative was informed that the pt's ipg was explanted on (B)(6) 2010. The doctor removed the system because the pt believed it made him twitch and have panic attacks.